Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, force sensor test and self test. No unexpected no delivery alarms noted during testing. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The alarm was not resolved. The insulin pump will not be returned for analysis.